Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) thatdo not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that her one touch ultra meter did not power on. A medical surveillance specialist (mss) spoke to the patient on august 11, 2010 and obtained the following information: the patient mentioned that at an unspecified time and date, she attempted to test her blood glucose and the meter would not power on. She took insulin; however, does not remember how much she had taken. At an unspecified time later the same day, she began to exhibit symptoms of feeling nauseated, sweating, and ended up passing out. Her son was with her at the time of the event and treated the patient with juice and the patient regained consciousness within minutes and continued to eat more food/drink. She claims she felt better shortly after treatment. The patient denied being treated with insulin. The patient did not seek any further medical attention or contact her physician for assistance. The patient was not tested on another device. This was not the first time the product was being used. The meter did not power on by pressing the power button. The patient denied any misuse of the product. The batteries needed to be replaced based on the owner's booklet. The patient was using the correct test strips. The product was replaced. The complaint is being reported since the patient alleged that she was unable to test due to the reported issue, developed symptoms suggestive of a serious injury after taking an unspecified amount of insulin and had to be treated with food/drink.